Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked while connected to an unspecified intravenous (IV) pump. This was observed during chemotherapy infusion with ifosfamide. The leak appeared to be from the y-site (clearlink component) closest to patient; approximately 3cc of chemotherapy drug spilled on the patient's gown. A new bag of chemotherapy was prepared. There was no report of patient injury; however the patient's shoulder was washed with chlorhexidine gluconate (chg). No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.